Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the connector was loose. It remained loose despite multiple attempts at tightening it. The most recent incident in was secured by taping it. Patient was still intubated but was expected to be extubated the following day. There was no patient injury.